Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was replaced. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging (MRI). The patient fell on (B)(6) or (B)(6) and noticed the pump alarming on (B)(6). The pump status and/or event log showed motor stall occurred and it was active. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
Correction - z-0496-2013 corrected to z-0497-2013. Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional indicated that further troubleshooting was done; the pump was interrogated by a company representative and restart was not successful. The cause of the stall was unknown and the stall was not resolved pending removal/replacement. The patients weight at the time of the event was provided. It was noted that the pump contained hydromorphone and bupivacaine.